Event description:
It was reported that during an right ventricular (rv) lead implant attempt the lead was positioned in the apical region but required repositioning due to inadequate parameters. After multiple positions the stylet was met with resistance and could not be fully inserted into the body of the lead. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. If information is provided in the future, a supplemental report will be issued.